Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly after implant, the pump did not seem to be providing the same relief. The patient had hot flashes, was not feeling well, and was vomiting. The patient stated, "it is like the pump stops and comes back on". The patient was at home. An MRI was scheduled. Pump volumes were as expected at refills. The device system was used to deliver baclofen and morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.